Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the device was ramping and button isn't working. The customer stated that the device was exposed to water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that the insulin pump had fluid exposure. Customer's blood glucose was unknown mg/dl. The customer stated that the device was sprinkle with water and up button is unresponsive. The customer was advised that the device would be replaced. The customer also reported that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.